Manufacturer narrative:
This report is being supplemented to update the legal manufacturer's investigation. Correction to h6 problem code. The legal manufacturer inspected the device and confirmed that the video connector cannot be connected to the processor. The video connector damage indicated stress was applied to the video jacket. Based on this, the results of re-investigation indicated stress was applied to the video module-case leading to failure, the video module-case resulted in deformation, which made it impossible for the video module to be connected to the processors normally. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, connector damage was confirmed, and it was determined that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to connector damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had an abnormal appearance. Inspection and testing of the returned device found a damaged connector part which was unable to connect to the main unit due to the damage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation a damaged connector part was found, which was unable to connect to the main unit due to the damage. Additional findings were as follows: the connector electrical contact, the head free lock lever, the head scope mount/heavy operation all had corrosion, and the head main body had scratches on the lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.